Manufacturer narrative:
(B)(4).

Event description:
Per the patient's audiologist, the patient developed an infection at the implant site and was subsequently treated with oral antibiotics in (B)(6) 2017 (specific date not reported). The implanted device remains insitu.